Event description:
It was reported that an asymptomatic patient presented via merlin.net transmission. The device was found to be in backup vvi. Device download from the programmer failed twice and displayed telemetry lights. The device was successfully restored using a usb drive.